Event description:
In october 2004 the pt contacted lifescan alleging that their onc touch ultra meter would not power on. The senior medical affairs specialist mailed a letter since the pt could not be reached by telephone. The pt reported that the last time they were able to test was approx the end of july 2004. On the day of concern, they attempted to test, however, the meter would not power on. They had been experiencing low blood glucose symptoms such as slurry speech. They drank juice and contactred the paramedics. They were transported to the hosp, where they were treated with food and or a beverage. Results of 28 mg/dl and 32 mg/dl were obtained during the time of concern; however, it is unk if the results were obatined on the paramedic or hosp meter. The customer care rep (ccr) discovered that the pt had been usiing test strips that belonged to a different meter. Based on the info supplied by the pt, there is no indication that the product malfunctioned. The pt did not allege harm. However, there is info to suggest that the pt experienced injury and medical intervention due to user error. The pt was sent complimentary test strips.